Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat experienced tissue pad peeling. The issue occurred during therapeutic endoscopic thyroid procedure. The procedure was completed with a similar device. There were no reports of delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad was worn down and had come off in the center. Seal and cut output was performed with nothing grasped in the gripping area (including after the tissue was cut), which caused some of the tissue pad to peel off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "·do not close the gripper and perform the seal and cut output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised.this may lead to abnormal heat generation caused by friction between the gripper and the probe tip, which may cause the gripper and the probe tip to break, deform, or fall off, or part of the tissue pad to peel off, resulting in severe wear. ·when treating biological tissue or blood vessels in the seal and cut mode, apply light tension to make the incision visible. Also, once the incision is complete, stop output immediately. Otherwise, abnormal heat will be generated due to friction between the tissue pad and the tip of the probe, which may lead to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat experienced tissue pad peeling. The issue occurred during therapeutic endoscopic thyroid procedure. The procedure was completed with a similar device. There were no reports of delays. There were no reports of patient harm.